Event description:
A patient reported her breast was deformed by durasorb (ptm1025), and developed complications with the mesh. The durasorb was used in a breast implant revision. According to information provided, the durasorb failure is unknown, also which type of complications the patient presented, it is also unknown if the patient required medical intervention.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The durasorb (ptm1025) was not returned for evaluation (as the product was not removed from the patient); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a